Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. There was damage to the main block. The tank was filled with water and a temp-check was attached to the unit. The unit was then powered on. The customer reported product problem was not confirmed during testing. Although the fluid flow was working fine, there was a leak at the plate clip however. The leak was attributed to a stripped interlock. The interlock was replaced as a result. A root cause was not established.

Event description:
It was reported that the fluid flow was not working on the device. No patient injury or complications were reported in relation to this event.